Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. No physical damage noted on belt clip rails. However, the pump was received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s low blood glucose level was 60 mg/dl. The customer was treated with the food. It was reported that the part of the insulin pump case was broken and one of the clip rails broken. Troubleshooting was performed for damage and noticed the reservoir lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.